Event description:
It was reported that there is a difference in the automatic r-wave amplitude when reported by the device (0.0 mv) and measured manually (15mv). It was further reported that the device showed elective replacement indicators (eri) and may have premature depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that there is a difference in the automatic r-wave amplitude when reported by the device (0.0 mv) and measured manually (15mv). R waves measure 5-6 on paper, through device, r waves 0.0. It was reported that there is a difference in the automatic r-wave amplitude when reported by the device (0.0 mv) and measured manually (15mv). It was further reported that the device showed elective replacement indicators (eri) and may have premature depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there is a difference in the automatic r-wave amplitude when reported by the device (0.0 mv) and measured manually (15mv). The system remains implanted. No patient complications have been reported as a result of this event.